Event description:
The customer stated that he tested his blood glucose and received a reading of 220 mg/dl using his contour meter. He retested using his contour ts and received a reading of 92 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot and ended the call. No product will be returned for evaluation.